Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of priming anomaly and excessive no delivery alarms from the insulin pump. The customer's blood glucose was 183 mg/dl. The customer stated that in the past nine days, he received 3 no delivery alarms and still had insulin in it. The customer stated that insulin squirted out during manual prime. The customer stated that the alarm was resolved by an infusion set change. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.